Event description:
It was reported a crown cemented approximately 2 years ago loosened and debonded. A portion of the tooth and margin fractured in the process, requiring the tooth to be reprepped and the crown remade.